Event description:
It was reported that during a carotid endarectomy while trying to clamp off an artery next to the carotid, a malformed clip came out of the device and cut the artery. The device was removed, the trigger pulled in the air and "everything worked." When another attempt was made to clamp off the artery, the device tore the artery again. The patient experienced "extensive bleeding," more than would have occurred if the device had worked. The amount of bleeding was not provided. The surgeon "was able to intervene for a good outcome." Another device was used to complete the procedure. The patient was doing fine. Additional information was requested, but no additional information was received. A follow-up report will be sent if additional information is provided.

Manufacturer narrative:
The device was reported to be discarded and will not be returned to the manufacturer. The device history record was reviewed and no discrepancies were noted.